Manufacturer narrative:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The device was used in a percutaneous coronary interventional procedure. Other products used in the procedure were non-cordis guiding catheters, balloon catheters and a stent. The device was not returned because it was discarded. The exoseal vcd was used in an interventional procedure (pci) with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of damage to the device or packaging prior to use. A 7f 10cm non-cordis catheter sheath introducer was utilized during the procedure. The femoral artery¿s suitability verification on angiography, including the insertion angle of the vascular sheath introducer, was not answered by the agent; however, the vessel diameter was confirmed to be greater than or equal to 5mm. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18344866 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window-no change to indicator¿ could not be confirmed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The device was used in a percutaneous coronary interventional procedure. The vcd was used with a 10cm non-cordis sheath. Other products used in the procedure were non-cordis guiding catheters, balloon catheters and a stent. The device was not returned because it was discarded. The exoseal vcd was used in an interventional procedure (pci) with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of damage to the device or packaging prior to use. A 7f 10cm non-cordis catheter sheath introducer was utilized during the procedure. The femoral artery¿s suitability verification on angiography, including the insertion angle of the vascular sheath introducer, was not answered by the agent; however, the vessel diameter was confirmed to be greater than or equal to 5mm. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The device is not being returned for evaluation.